Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately in (B)(6) 2017. He stated that on an unspecified date and time in september 2017, he obtained alleged inaccurately erratic blood glucose results of ¿559, 146 and 136 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with novolog and lantus insulins which he self-adjusts. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results and continued to administer insulin. He reported that an hour later, he developed symptoms of ¿dizzy, passed out and unconscious¿ and his wife called an ambulance. He indicated that the emergency medical services (ems) obtained a result on the ems meter; he was unable to recall the result, but stated that ¿they got it up to 30¿ mg/dl. He reported that he was treated with IV fluids, but he was unable to specify the type of fluids he received. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps and confirmed that he had used an approved sample site to obtain the blood samples. He also confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to test the meter and test strip. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizzy, passed out and unconscious requiring hcp intervention, after obtaining alleged inaccurately erratic blood glucose results on the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.